Event description:
Following a successful insertion of catheter, the safety portion did not fully activate and allow separation of the device, resulting in the nurse being unable to remove the needle.